Event description:
It was reported that during an unk procedure, the active blade fell off outside pt. The device was working, but then an unspecified error occurred. The device was unconnected and reconnected, and tested. When being returned to the surgeon, the active blade fell off. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device was not returned.